Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl and that the insulin pump alarmed change sensor. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer¿s blood glucose level was 377 mg/dl at the time of the call. The customer reported that they were on steroids at the time of the incident. The insulin pump was not in auto mode at the time of the incident. Troubleshooting was performed and resolved the issue. The insulin pump will not be returned for analysis.